Event description:
A caller reported an issue with the speaker and vibrate function of their insulin pump, specifically that the vibration was not working despite settings being correctly configured. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.